Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records identified that patient underwent an I&d post op due to a hematoma, and was placed on prophylactic measures. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple mdrs were filed for this event. Please see associated: 0001825034-2015-03711, 0001825034-2019-03545, 0001825034-2019-03546, 0001825034-2019-03548. Concomitant medical products: p/n: 113631, lot: 723680 (humeral stem), (B)(4); p/n: 115370, lot: 059230 (humeral tray), (B)(4); p/n: xl-115366, lot: 856240 (humeral bearing), (B)(4); p/n: 115323, lot: 693530 (glenosphere), (B)(4); p/n: 010000589, lot: 234640 (glenoid baseplate), (B)(4); p/n: 115396, lot: 947670 (central screw), (B)(4); p/n: 180552, lot: 575560 (locking screw), (B)(4); p/n: 180552, lot: 715580 (locking screw), (B)(4); p/n: 180554, lot: 565860 (locking screw), (B)(4); p/n: 180550, lot: 748350 (locking screw), (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported the patient had an incision and drainage due to hematoma. No further information is available at the time of this reporting.